Manufacturer narrative:
Continuation of d10: product ID: 37603, serial# (B)(6), implanted: (B)(6) 2025, product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was admitted to the hospital with recent falls. Caller reported in the past couple of days the patient had multiple falls and the admitting physicians believes patient's dbs maybe malfunctioning. At the time of the call, the system could not be interrogated for troubleshooting as the initial reporter was not with the patient. Additional information was received at a later dated that patient requested assistance checking their implant status. Agent walked patient through connecting to each implant and patient reported that therapy was on for both implants. Patient has an upcoming appointment with a provider.